Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: c1 s.n (B)(6) is a standby unit in our stock and has an 28 operating hours. Unit was charged and checked regularly. On (B)(6) 2024 unit did not turn on when on/off button is pressed. We tried several times with the same result knowing that unit was connected to mains and the corresponding led was lit. It occured during testing the unit. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: c1 s.n (B)(6) is a standby unit in our stock and has an 28 operating hours. Unit was charged and checked regularly. On (B)(6) 2024 unit did not turn on when on/off button is pressed. We tried several times with the same result knowing that unit was connected to mains and the corresponding led was lit. It occured during testing the unit. No patient involvement.